Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2019 due to low blood glucose and seizure. Customer was admitted into the intensive care unit. Customer was not able to obtain the blood glucose readings. Customer alleged that the insulin pump was over delivering insulin. Customer reported of using the auto mode feature on the insulin pump but was not sure if pump was automatically delivering insulin at the time of incident due to being ¿kicked¿ out of auto mode by pump. Troubleshooting was performed and customer was not able to upload to carelink. Customer¿s blood glucose at the time of call was 142 mg/dl. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).